Event description:
During follow-up, the right ventricular (rv) lead was observed to be dislodged. The physician attempted to reposition the rv lead to resolve the issue but resulted in high pacing impedance. The physician then attempted to reposition the rv lead again with the stylet but it was not possible to remove the stylet from the rv lead and the helix was unable to extend. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
Additional information received indicated diagnostic imaging was performed and confirmed right ventricular (rv) lead dislodgement.

Manufacturer narrative:
The reported events were lead dislodgement, unable to extend helix, high impedance, and the stylet was unable to be removed from the lead. As received, a complete lead was returned in one piece. The reported events of unable to extend the helix and high impedance were confirmed. Visual inspection found the helix was retracted and clogged with blood/tissue. Diagnostic imaging inspection found over torque of the inner coil in the connector region due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification. An internal short was found due to the over torqued inner coil in the connector region. The reported event of the stylet unable to be removed from the lead was not confirmed. The stylet was easily removed from the lead body. The cause of the reported events of the inability to extend the helix and high impedance were isolated to the over torqued inner coil in the connector region with multiple filars broken and the helix being clogged with blood/tissue.